Manufacturer narrative:
Device evaluation of monitor is underway. The reported problem (service code 110) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 110. The cause for the service code was isolated to contamination on the pins of pca jumper j1000. The nature of the contamination is being investigated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.